Event description:
It was reported that the 9800 system would not boot and needed a video controller. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller was replaced during the svc call. The system was a problem with the camera that the customer was repairing. A follow up report will be filed when add'l details become available.